Manufacturer narrative:
Patient information was unavailable from the site. (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that a circle artifact was on the 3d cranial images. The circle was transparent and present in every view. There was no delay to the case. No impact on patient outcome. Additional information was received from the manufacturer representative stating that the procedure that was being done was a dbi. The site did not perform any troubleshooting to resolve the issue. The image that had the artifact was used during the procedure. Additional information received stating that the system is working with no artifacts, it might be an external object on the table itself.